Manufacturer narrative:
(B)(4): the screw was returned for evaluation. Macroscopic examination confirms mas broken approx. 2-3 threads below screw head. Microscopic examination of fracture surface reveals a fairly flat fracture, with progressive striations, indicative of fatigue, followed by ultimate failure of the implant, consistent with failure due to fatigue. The above observations are consistent with anticipated failure due to fatigue. A review of the device history records did not identify any applicable nonconformance to specification.

Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. Some time post-op it was reported that the locking mechanism failed and two screws were broken. The patient underwent a revision surgery to have the screws and plate removed. The broken tips of the screws were not removed. No additional patient complications were reported.